Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1gm, once daily, every 5th day) for peritonitis. At the time of this report, the patient remained hospitalized; however, the patient had recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.